Manufacturer narrative:
UDI: unknown product code, UDI unavailable. It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
As reported by the father of the patient, a certas plus valve appears to be working properly, but is set incorrectly or might be leaking. The patient is experiencing collapsed ventricles and the father is gathering information with how to proceed with the surgical team that implanted the valve.